Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had bipolar activation issue and resolved by replacing the instrument due potential internal wire damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use. When the procedure started. Tried to activate fenestrated bipolar but could not activate it. There was no damage observed to the conductor/energy cable. There was no energy at all, no signs of thermal damage, no instrument collision and nothing fell into the patients anatomy.

Event description:
Refer to h11 for follow-up information.